Manufacturer narrative:
A bci field service engineer (fse) replaced the reagent syringe that was leaking. Although hardware issue was addressed, the root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to discrepant duplicate glucose (glucm) results generated by unicel dxc 800 synchron clinical system. The erroneous results were not reported out of the laboratory. There was no effect to patients or user.